Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following could not be completed with the limited information provided. Expiration date - unknown. (B)(6), manufacture date ¿ unknown. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2016-02994 / 1825034-2016-03436 / 1825034-2016-03440 / 03441).

Event description:
Information was received based on review of a journal article titled, "comparison between component designs with different femoral head size in metal-on-metal total hip arthroplasty; multicenter randomized prospective study", which aimed to investigate potential advantages of magnum group compared to conventional group terms of range of motion, dislocation while maintaining the same function improvement and pain reduction and to investigate metal ion release in asia population. A patient identified in the article experienced elevated metal ion levels approximately twelve months post-implantation. Further patient outcome is unknown.